Event description:
Complainant claims the polyethylene knee bearing was worn on one side.

Manufacturer narrative:
Device evaluation: the product was not returned to the MFR. The catalog number and part number were recently received. The device history record was pulled and reviewed. No problems were found during this review. Depuy considers this complaint closed.